Manufacturer narrative:
The beckman coulter user indicated the qc, in respect to precision and accuracy, was within specification prior to and after the event. Qc is run daily. Investigation summary: laboratory notebook and the generated data were reviewed and the initial (elevated) platelet result was within the normal range for platelets. The problem could not be duplicated. A malfunction will be assumed for the purpose of this report.

Event description:
During an internal validation study at beckman coulter inc., an erroneously high platelet (plt) result was generated by the coulter act diff 2 analyzer. The analyzer operator indicated the following: the purpose of the study was to test a hardware modification on the act 10 instrument by running a paired accuracy test. The act diff 2 was the reference instrument with a standard configuration. The sample was collected in-house, into a 5 ml vacutainer tube and was tested in duplicate on both instruments. Samples were analyzed in the closed vial mode of ac t diff2 and in an open vial whole blood mode of ac t 10. The results were believed to be erroneous when comparing the act diff 2 initial plt result with the act diff 2 rerun result and the two runs of ac t 10 . No system flags were associated with the high plt results. There was no significant difference for other cbc parameters (rbc, wbc, hgb and mcv) reported for this sample. There was no change in patient treatment associated with this report. Data was collected as a part of an in-house study.